Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting her insulin pump alarmed motor error during prime. Customer's blood glucose level is 213 mg/dl. Customer says she may have dropped the device. The device was not exposed to a strong magnetic field. Customer does not use the sensor. She is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.